Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead was returned in one piece. Visual inspection found full breached outer insulation degradation was noted at 4.5 and 5.0 cm from the connector pin. External abrasion breaching the outer insulation and exposing the outer coil was found at 4.9 and 5.0 cm from the connector pin consistent friction to the device can.

Event description:
This report is to advise of an event observed during analysis.